Event description:
It was reported that a device alarmed error code 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation reproduced the reported ec 322 during testing; however, the specific component could not be identified. Evaluation of know contributors to ec 322 has led to the determination that the upper and lower aux were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower aux assemblies were replaced.